Event description:
It was reported that this inflatable penile prosthesis (ipp) had fluid loss on the cylinder. The patient couldn't inflate the device. The reservoir tubing eroded. The ipp was explanted. No further patient complications reported.

Manufacturer narrative:
D3: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.